Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein extensions were added so they could move ipg from back to stomach. The patient was doing well postoperatively.